Event description:
At the end of a premature ventricular contraction procedure in the right ventricle, a pericardial effusion was noted on an echocardiogram at the front of the heart between the aorta and the left chamber. There were no patient symptoms or signs of the effusion. A pericardiocentesis was performed to stabilize the patient. There were no alleged performance issues with any abbott devices. It is unknown when the perforation occurred.

Manufacturer narrative:
Additional information: g3, h2, h3, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.